Event description:
The patient was implanted with a left ventricular assist device. It was reported that log files were submitted to the manufacturer's technical services for review due to suspicion of a possible clot. The log file review showed an increase in the pump power and estimated flow values with a decrease in the average pulsatility index values. No alarms were reported or recorded in the log file. The patient was treated with heparin and was asymptomatic during the power elevations. The lactate dehydrogenase was elevated at 500u/l but levels were decreasing. It was noted that there was no initial baseline drawn for comparison. The surgeon does not suspect a clot, but rather believes the power elevations are related to bearing seating. No additional information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A root cause for the reported event could not be conclusively determined. The instructions for use list thrombosis as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: information received on 07/31/2015 indicated that the patient's high pump powers came down and the patient was discharged home.

Manufacturer narrative:
Approximate age of device - 3 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.